Event description:
It was reported that the line on a ce intermate detached while connected to the patient. There was no medical intervention or patient injury reported due to the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the sample identified that the tubing was separated at the junction of the stress-member. The cause was determined to be excessive pull force applied to the tubing during product use. Should additional relevant information become available, a supplemental report will be submitted.